Event description:
Medtronic received info that after successful placement of 2 palmaz 3110 stents and a transcatheter pulmonary valve, the pt's initial rv pressures were normal and the valve appeared to be functioning well. However, it was reported that the rv pressure continued to rise to super systemic, so an add'l palmaz 3110 stent was placed inside the conduit and was dilated. Subsequently, the rv pressures dropped to systemic. Nine days after implant, the conduit was explanted. It was reported that the pt may have needed a larger conduit. There was no report of valve malfunction. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4): eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event likely related to a sizing error. Analysis: upon receipt at medtronic's quality lab, the device was received with two palmaz stents on the outer lumen and one placed inside. A detailed observation could not be made due to the desiccated receipt condition of the valve. Radiography shows no evidence of mineralization in the valve tissue and no stent fractures. Conclusion: the device history record was reviewed and showed that this product met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. The surgeon admitted that the first melody placed was too small for the pt, which resulted in the explant.